Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer "light is very weak" was confirmed, and further defects were detected. In total the following defects were detected: ---led does not light up. ---blade damaged. ---adhesive joints on camera head worn. ---cover discoloured. ---o-ring in plug missing. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "light is very weak." No negative impact in state of health reported.